Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 30mm amplatzer pfo occluder was chosen for procedure on (B)(6) 2022. During procedure, the left atrial disc presented with a bulbous shape deformation. The device was removed and the user attempted to deploy the device while "outside" of the patient and the deformation remained. The device was removed from the patient prior to release from the delivery system. A second 30mm amplatzer pfo occluder was chosen and placed successfully. The patient's anatomy did not cause or contribute to the device deformation. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Event description:
It was reported that on 20 april 2022, a 30mm amplatzer pfo occluder was chosen for procedure. During procedure, the left atrial disc presented with a bulbous shape deformation. There was no anatomical interference and no angulation/kink in the delivery system. The device was removed and the user attempted to deploy the device while "outside" of the patient and the deformation remained. A second 30mm amplatzer pfo occluder was chosen and placed successfully. There were no consequences to the patient reported, the patient remained stable throughout the procedure. The patients anatomy did not cause or contribute to the device deformation. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformation was reported. Two photos were received from the field, which appeared to show a deformed occluder. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined, but the use of a larger delivery system may influence deformations of the device.